Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui printed circuit board. Covidien field service engineer (fse) installed the software only. The ventilator passed all the required testing.

Event description:
It was reported that the graphical user interface (gui) display was inoperative. There was no patient involvement.